Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years and one month later, computed tomography scan of abdomen and pelvis without contrast was performed, and result showed that the superior extent of inferior vena cava filter was at l2-l3 disc space and the inferior extent was at l3-l4 disc space. Six prongs have perforated the inferior vena cava. Maximum distance prong perforated was 2 mm. Coronal images showed 4-degree tilt right to left and no sagittal images obtained. Diameter of inferior vena cava directly above the filter was 22 mm × 17 mm. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with blood clots. Approximately two years and one month post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.